Event description:
This product caused possible gum damage due to biting and grinding down on product. The top of the bite tube has a piece that protrudes outward, this piece was being "chewed" on, causing irritation to the teeth and gums. The tube performed its described function protecting the endotracheal tube, but seems extremely rigid.